Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, and no further assistance was needed.